Event description:
It was reported that the patient presented remotely. It was noted that there was a report about a false noise reversion on the right atrial (ra) lead that occurred due to fine atrial fibrillation and not actual noise. No intervention took place or was planned at the time. The patient was in stable condition.